Event description:
It was reported that an alarm 2 followed by alarm 26 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or the cgm read ¿high.¿ the customer took action by changing and replacing the infusion set and cartridge, then resumed insulin delivery with the pump. No additional assistance was necessary, and the case was closed by cts.